Event description:
It was indicated that the patient had been experiencing intermittent intrathecal baclofen therapy with underdose symptoms and intermittent withdrawal episodes. The patient may have a couple of good days and then, on the third day, might wake up with withdrawal symptoms. She had been prescribed oral baclofen for these episodes, though, at one time, the patient had been hospitalized for the issue. It was noted that a dye and rotor study had been performed; the rotor study was normal, but the dye study results were not reported. The patient was scheduled for a replacement on (B)(6) 2014, but the replacement of the pump and catheter didn¿t take place until (B)(6). The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter.

Event description:
Additional information received reported that the patient underwent replacement surgery on (B)(6) 2014. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2003-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type: catheter. Product ID neu_unknown_cath, product type: catheter. Product ID 8709, serial# (B)(4), product type: catheter. Analysis of the unknown catheter found coring in the connector. The connector met leak criteria. Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly.